Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. The customer reported that the pump miscalculated boluses. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended based on the customers settings and blood glucose (bg). Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.